Manufacturer narrative:
At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that, during a replacement procedure of the associated pg, this left ventricular (lv) lead displayed high out of range pacing impedance measurements and increased threshold measurements when programmed in the bipolar configuration. However, when programmed in the unipolar configuration all measurements were within range. The physician accepted the measurements in the unipolar configuration and this lv lead remains implanted. Technical services (ts) was contacted to discuss reasoning for high oor measurements. Ts discussed possible root causes for oor measurements. No revision planned at this time. There were no adverse patient effects reported.